Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient expired. The customer does not believe the death was pump related. An autopsy will be performed and the device will be sent back for routine eval.

Manufacturer narrative:
Additional information: device evaluation: the explanted pump was returned to the manufacturer for evaluation and a correlation between the reported infection, sepsis, and the device could not conclusively be determined. Upon disassembly of the pump, examination of the blood-contacting surfaces revealed yellowish-red depositions of tissue and clotted blood in the lumens on the sealed inflow conduit, the outflow elbow, and in both the inlet and outlet stators. There were contact marks on the outlet/cone section of the rotor, which indicates that the deposition found in the outlet stator was present while the pump was supporting the patient; however, a specific duration of time could not be conclusively determined. Although a specific cause for an interruption in flow could not be conclusively determined, the depositions appeared to have developed due to poor surface washing, because of an acute low flow state or an interruption in flow. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope, and no abnormalities were found. At some point during the cleaning, and reassembly process, the outlet bearing cup was chipped and broken. As a result, proper functional testing could not be performed on the pump. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.